Event description:
A user facility reported the airway tube on this lma broke during use in a pt. The lma was removed without any pt injury or problem. The user facility has been requested to return the device for eval.